Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set. D2b. Medical device type: jka. D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the activator did not retract resulting in needlestick injury. No other information was provided on intervention.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the activator did not retract resulting in needlestick injury. No other information was provided on intervention.

Manufacturer narrative:
The following fields were updated due to a correction: imdrf annex e grid: e2010 - needle stick/puncture. Imdrf annex f grid: f11 - minor injury/ illness / impairment. H.6 investigation summary: material #:367342. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended.